Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon string pulled out and she had to manually remove the tampon. She experienced pain and went to the doctor and was diagnosed with infection and given medication.